Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. Visual inspection found no visually discrepancies with the device. Functional testing of the device was unable to confirm or replicate the reported event. The device passed accuracy testing. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was no performed as no lot information was provided.

Event description:
It was reported that an infusion of ceftriaxon over 24 hrs with a cadd administration set had under infused by 26 percent. There was no patient injury reported.